Event description:
Replace generator soon. On 15jan2021, rep (B)(6) emailed ts and reported that the ipg is nearing its end of service. Rep requested a longevity estimate for the patient's ipg and emailed ts generator logs and a session report. Ts confirmed that the ipg reached eri on (B)(6) 2020 from the generator logs. Ts provided rep with a longevity estimate of approximately 4 months from the time of eri with the programmed settings. Generator logs and session report attached. Ts date: (B)(6) 2021. Legal complaint? No. Clinical study? No. Complaint history review: (B)(6) 2021 (B)(6): an fcr search was performed. Fcr's related to the patient from the previous one year period: none. Who told abbott: patient. Area: zmid.

Manufacturer narrative:
Corrected data: b5 the information listed on the initial report was incorrect. B1, b2, d8, d9, e2, e3, e4, g1, g2, h3, h5, and h8 were inadvertently omitted from the initial report.

Event description:
It was reported the patient received a replace generator soon message. The patient¿s ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.

Manufacturer narrative:
Corrected data: g3: date received by manufacturer was inadvertently omitted from follow-up report #1 and has been provided under this report (follow-up report #2).